Event description:
A home pt contacted baxter's technical svc ctr for assistance. Per initial report, the home pt was connected to the pt line of the homechoice set during the priming cycle. Baxter's technical svc ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.